Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/14/2014 with the following findings: the pump powered on with the returned battery cap. The cap was able to fully tighten to the pump and a power loss was not observed. The battery compartment was intact. There were multiple unexplained pump reboots observed in the black box history. The pump was exercised for 24 hours with pump reboots, loss of power, or call service alarms duplicated. The pump case was removed and no evidence of moisture contamination was observed inside the pump. There was evidence of intermittent contact on the battery terminal contacts.